Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00470.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (rmca) using penumbra smart coils (smart coils). During implantation of a 1x1 smart coil, the implanted 2x3 smart coil was pushed out of the target vessel. The 2x3 smart coil then migrated out of the rmca aneurysm into the m3 segment of the mca. After multiple unsuccessful attempts were made to retrieve the 2x3 smart coil using a snare device, the coil was left in the m3, the 1x1 smart coil was not used and the procedure was ended. There was no report of an adverse effect to the patient.